Event description:
On (B)(6) 2013, it was reported that there were segments of the display on the patient's infusion device that were not functioning. The missing segments could make misinterpretation of the displayed values possible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The ac spirit combo display legibility is not possible due to an interrupt of the heat-seal connection.